Event description:
A us distributor contacted zoll to report that a patient developed a slight rash under the lifevest. There was no alleged device malfunction contributing to the irritation. Patient was recommended cerave moisturizing cream by a physician. Follow up indicated that the skin irritation has healed.